Event description:
Device report from synthes (B)(4) reports an event form (B)(6) as follows: it was reported that during an implant removal, screw breakage between head and shaft was recognized. The screws and the tomofix were removed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
(B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot or part number was provided. Placeholder.